Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by a relative of the patient that the patient felt an electric shock and a feeling of paralysis. It was also reported that one day later the patient felt no discomfort. The cardiac resynchronization therapy defibrillator (crt-d) remains in use. No further patient complications have been reported as a result of this event.